Manufacturer narrative:
Bench repair replaced the power management (pm) printed circuit board assembly (pcba) and power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turns on randomly and is very difficult to turn off. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Bench repair received the device and when testing the device's power on, it worked, but when turned off, the button failed intermittently, sometimes working and other times not. The keypad needs to be replaced. After leaving it off, it turns on by itself without touching the device. This failure is due to a problem with the power supply board, which manages the system restart. The power management (pm) system needs to be replaced. Customer service center will schedule a follow-up for repair. Device evaluation and repair are still pending, and this investigation is still ongoing.